Event description:
It was reported that while mounting the tibial nail, the aiming arm that was connected to the insertion handle got stuck on the insertion handle, and the aiming arm broke. A different aiming arm was used, the procedure was successfully completed. There was no issue with the nail. The event did not result in any procedural delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.